Event description:
Upon removing the catheter from the kit, the rptr noted that the needle was poking through the catheter in the sheath introducer. The product manager of the MFR told the rptr that she had other reports of the same problem.